Manufacturer narrative:
Batch review performed on 10 february 2026. Gmk-hinge 02.09.0412h gmk-hinge tibial insert - size4 - 12 mm (k130299) lot 2414593: (B)(4) items manufactured and released on 08-aug-2024. Expiration date: 29-jul-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient had primary right knee surgery using competitor products. On (B)(6) 2019, the patient was revised from the competitor implants to medacta implants. On (B)(6) 2026, the patient came in due to instability as a result of the loosening implants of the tibia and femur, and the cause is unknown. The surgeon revised the gmk-revision femur, tray, and insert to a gmk-hinge femur, tray, and insert. The surgery was completed successfully (MDR (B)(4). Presently, on (B)(4) 2026, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the gmk-hinge liner to a gmk-hinge liner of the same size. The surgery was completed successfully.